Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc) on the right atrial (ra) lead. It was also noted that there was low amplitude waves and high capture thresholds. Impedances levels were stated to be within range. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.